Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted at a central to medial location. Mr was reduced from grade 4+ to grade 2. A second mitraclip (60912u295) was implanted lateral to the 1st clip. Both clips were confirmed to be stable, with the leaflets fully inserted. The mr was reduced to grade 1. The steerable guide catheter (sgc) was removed and the access site was closed with a figure 8 stitch. Final transesophageal echocardiogram (tee) was performed and it was noted that the second clip (60912u295) had detached from the posterior leaflet, remaining attached to the anterior leaflet. The mr increased from grade 1 to grade 3+ - 4. An additional clip was implanted between the 1st and 2nd clips and the mr was reduced to grade 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The patient effects of worsening mr, angina and embolization (mitraclip component embolization) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) and subsequent complete clip detachment could not be determined. The reported patient effect of mr was likely a result of the slda and the reported embolism and subsequent angina were due to the complete clip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: reportedly, the patient remained hospitalized, per standard facility protocol, following the mitraclip procedure on (B)(6) 2016. On (B)(6) 2016, the patient complained of chest pain and presented with signs of an acute myocardial infarction (mi). Coronary angiography was performed and noted that the clip (60912u295) had detached and embolized to the ostium of the right coronary artery; however, no mi was diagnosed. No damage was noted to the mitral valve leaflets due to the detached clip. The clip was successfully removed, using a snare device. The two other implanted clips appeared stable and well attached to the mitral valve leaflets. No additional intervention was performed and the mitral regurgitation (mr) remained unchanged at grade 2+. No additional information was provided.